Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during an abdominoplasties procedure, "pad of the branches got off after short activation of the shear". Another device was used to complete the procedure. There were no adverse consequences for the patient.